Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical service on (B)(6) 2020 that a fluid leak occurred during dwell two of four of the pd treatment. The patient stated the carpet was wet, however there was no indication where the solution came from the patient stated the connectors were tight and there did not appear to be any punctures in the solution bags. Upon follow up the peritoneal dialysis registered nurse (pdrn) stated the patient was unable to find where the leak had come from. The pdrn stated there was fluid on the floor, however it was unknown if the leak was from the solution bag or the cassette. The pdrn stated there was no fluid in or on the cycler. The pdrn stated the cause of the leak was unknown. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient did not complete treatment. The pdrn confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.